Event description:
Prior to the zenith implant procedure, the pt's right internal iliac artery was coil embolized. The ipsilateral iliac leg graft was deployed, landing in the proximal portion of the external iliac artery. To extend the length further into the external iliac, a second iliac leg graft was deployed distally. The tip of the second leg graft was observed to land very far into the external iliac, but in a stenotic region of the vessel. Another manufacturer's stent was deployed distal to the leg graft to ensure future patency of the limb. Viewing of the final angiogram noted patent graft lumens and good flow throughout the right iliac artery. No endoleak presence was noted.